Event description:
It was reported that patient was a large male patient and would ideally have suited a size 9 femoral prosthesis. Switched in the middle of the plan from legion to genesis thinking that it would have solved the problem as a size 9 option was supplied. Software does not support a size 9 implant and a smaller prosthesis was implanted and more bone was resected posteriorly and distally. The work around was to double the flexion of the femur to 6° to reduce the posterior resection and close the flexion gap. The result was 3mm extra was taken off the posterior medial condyle and 2mm lateral with an extra .5 external rotation. Although the ffd was -10°, joint line was raised by taking an additional 1.5 off the distal femur to counter the downsize and decreased the tibial slope by 1° to tighten the laxity through range and additionally in flexion. 1mm of extra tibia was taken and the insert/poly was increased to 11mm. Laxity was reduced to 4.5mm lateral & 2.2 medial in deep flextion.

Manufacturer narrative:
The device, used in treatment, was not made available to the designated complaint unit for investigation. Thus, visual and functional inspection could not be performed. There was no serial number, lot number, or part number noted in the initial investigation documents so we are unable to conduct a device history record review as a part of the investigation. A complaint history review did not find similar reports. This failure mode is identified within the risk assessment. The stride unicondylar knee system surgical technique, manual instrumentation, and product specifications provides instruction for implantation with cement. A relationship between the device and the reported event could not be established. Based on the information provided, the surgeon reported that the error was in the amount of cement and not an implant malfunction. The root cause could not be determined at this time. Per complaint details, the revision was performed due to pain secondary to loosening as a result of excessive cement on the posterior aspect of the prosthesis; therefore, it does not support a device failure. Based on the information provided, the patient impact beyond the reported pain, component loosening and subsequent revision could not be determined, as no patient injury was reported. No further medical assessment could be rendered at this time.